Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to have their retainer in the back of their 2 front teeth removed so the aligners could fit. Their teeth started to shift, leaving a gap in between their front teeth and caused an overbite with the use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.